Event description:
Pt had a foley catheter to be removed. Nurse was unable to deflate the balloon with a syringe. Physician notified. Physician inserted needle into the balloon thru the penis deflated the balloon and removed catheter.